Event description:
The customer reported that on (B)(6) 2012, her blood glucose measured 119 mg/dl at 5:35 am and 125 mg/dl at 9:00 am. At 11:50 am, her bg was 190 mg/dl and her lunch was estimated as containing 45 grams of carbohydrate. So she took a 5:45 unit bolus dose of insulin. By 2:04 pm, her bg had risen to 351 mg/dl and she took another 2.55 units by bolus. At 4:40 pm her bg result was 351 mg/dl, and she was having a snack with 30 grams of carbohydrate. She deactivated the device and gave a manual injection of insulin. When she removed it, she noted that the cannula looked like it was kinked and the adhesive pad felt damp, as though it may have been leaking.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked condition of the cannula or any internal leak or to determine if either could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."